Event description:
Patient had femoral vantex tlc [triple lumen catheter] placed [redacted] 9:17pm in [redacted] emergency department. Today [redacted] all 3 lumens have no blood return in medical intensive care unit, able to flush and have infusions running--plan to remove catheter today, use peripheral levophed. Manufacturer response for triple lumen catheter, vantex tlc (per site reporter). Escalated to medline on [redacted] due to multiple events across sites.